Event description:
Falsely elevated high-sensitivity troponin I (tnih) results were obtained on three patient samples on an atellica im 1300 analyzer. The initial results were reported to the physician(s). The samples were repeated on an alternate atellica im 1300 analyzer and recovered lower than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely elevated high-sensitivity troponin I (tnih) results were obtained on three patient samples on an atellica im 1300 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse cleaned the secondary vacuum tubing, the cap, and the regulator. Next, the cse readjusted the regulator to the acceptable pressure and ran a successful auto check. Then, the cse performed additional maintenance. Siemens further evaluation revealed that the affected tnih samples showed higher relative light units (rlus) than expected. Siemens determined that wash/aspiration issues caused by a clogged secondary waste/vacuum tubing potentially contributed to the falsely elevated tnih results. The instrument is performing according to specifications. No further evaluation of this device is required.